Manufacturer narrative:
Manufacturing-related consideration: no manufacturing process-related non-conformances, deviations, or exceptions are associated with this manufacturing lot of humeral stems. Therefore, this does not appear to be manufacturing-related. User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: there were no patient-related issues reported that appear to have contributed to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6), 300-20-02 - equinox square torque define screw drive kit. (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha). (B)(6), 314-13-02 - equinoxe cage glenoid small, alpha.

Event description:
It was reported that approximately 87 months after a right total shoulder replacement procedure, the patient underwent a revision procedure to address humeral stem loosening. Patient revised to exactech devices. Reported event is not related to the breakage of a device, there was no surgical delay/prolongation. Patient was last known to be in stable condition following the event.